Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune thyroiditis ('hashimoto') in a 36-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy ((B)(6) 1993, (B)(6) 1995, (B)(6) 1998, (B)(6) 2010.), dysfunctional uterine bleeding and pelvic pain. Concurrent conditions included thrombosis. Concomitant products included oral contraceptive nos for contraception and vaginal bleeding as well as ascorbic acid (vitamine c) since 2010, ibuprofen since 2010, iron from 2010 to 2016, levothyroxine sodium (synthroid) since 2013, paracetamol (tylenol) since 2010, phentermine since 2014, probiotics nos since 2013 and topiramate (topamax) since 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), iron deficiency anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced gingival recession ("dental problems/ gums recceeding"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - complication, born with birth defects/ pregnancy (with complications) a lot of pain with pregnancy of kindall"). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced thyroid disorder ("thyroid disease/thyroid issues"). In 2016, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), depression ("psych injury/ depression"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), mood swings ("hormonal problems\hormonal changes/ mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), nervous system disorder ("nuero condition/problem") and abdominal distension ("bloating") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (robotically assisted total laparoscopic hyst with bs). Essure treatment was not changed. At the time of the report, the menorrhagia, autoimmune thyroiditis, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, thyroid disorder, depression, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, gingival recession, mood swings, migraine, headache, nausea, weight decreased, weight increased, visual impairment, nervous system disorder, vaginal haemorrhage, urticaria, abdominal distension and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gingival recession, headache, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, thyroid disorder, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition,autoimmune diagnosed: hashimoto - thyroid disease, bladder/urinary problems: uti discrepancy noted for essure insertion date - (B)(6) 2010. Discremptency- date(s) of insertion: (B)(6) 2010, 2013. Trailing coils : left 4, right 4. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy: birth - complication, born with birth defects/ pregnancy (with complications) a lot of pain with pregnancy of kindall'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune thyroiditis ('hashimoto') in a (B)(6) female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy ((B)(6)1993, (B)(6)1995, (B)(6)1998, (B)(6)2010.), dysfunctional uterine bleeding and pelvic pain. Concurrent conditions included thrombosis. Concomitant products included oral contraceptive nos for contraception and vaginal bleeding as well as ascorbic acid (vitamine c) since 2010, ibuprofen since 2010, iron from 2010 to 2016, levothyroxine sodium (synthroid) since 2013, paracetamol (tylenol) since 2010, phentermine since 2014, probiotics nos since 2013 and topiramate (topamax) since 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), iron deficiency anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced gingival recession ("dental problems/ gums recceeding"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced thyroid disorder ("thyroid disease/thyroid issues"). In 2016, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), depression ("psych injury/ depression"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), mood swings ("hormonal problems\hormonal changes/ mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), nervous system disorder ("nuero condition/problem") and abdominal distension ("bloating") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (robotically assisted total laparoscopic hyst with bs). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, menorrhagia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, dermatitis allergic, thyroid disorder, depression, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, gingival recession, mood swings, migraine, headache, nausea, weight decreased, weight increased, visual impairment, nervous system disorder, vaginal haemorrhage, urticaria, abdominal distension and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gingival recession, headache, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, thyroid disorder, urinary tract infection, urticaria, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition,autoimmune diagnosed: hashimoto - thyroid disease, bladder/urinary problems: uti discrepancy noted for essure insertion date - (B)(6) 2010 discremptency- date(s) of insertion: (B)(6) 2010, 2013. Trailing coils : left 4, right 4. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information , removal details, other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.